Manufacturer narrative:
This report is filed august 29, 2016.

Manufacturer narrative:
.

Event description:
Per the clinic, the patient experienced a performance decrement and pain with, and without device use; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2016, and the patient was re-implanted with another cochlear device during the same surgery.